Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11427. Promus element plus clinical study. It was reported that the patient died. In (B)(6) 2013, the patient qualifying condition was unstable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo bifurcated lesion located in the mid left anterior descending (lad) artery with 99% stenosis and was 45mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of 2.25x32mm and 2.50x20mm promus element¿ plus drug-eluting stents in an overlapping manner. Following post-dilatation, the residual stenosis was 0%. Additionally, a non-target lesion located in 1st diagonal was also treated during the index procedure. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient collapsed at home and died. Cause of death was cardiac arrest. No autopsy was performed. Per the physician, the patient's death was complicated by worsening of liver disease.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was adjudicated that possible stent thrombosis occurred.